Event description:
It was reported that during a pci procedure, the tip of the rotawire guide wire fractured. The 99% stenotic lesion was located in the calcified, tortuous, mid left anterior descending (lad) artery. Patient status listed as "good". Further info about the event has been requested.